Manufacturer narrative:
The device history record (DHR) was reviewed on 6/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 450cc saline prosthesis. Patient was involved in a motor vehicle accident and noticed deflation on the right breast prosthesis. Right breast pain was also reported. There were no findings on an x-ray exam performed on "(B)(6) 201." The patient reported getting sicker. As a result, the patient underwent bilateral removal of breast prostheses on (B)(6) 2017. Since the patient kept implants, she noticed leaking of the right implant after surgery.